Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the cartridge loading step, the customer observed air bubbles in the luer lock and throughout the tubing. The customer had performed the steps correctly. The tubing was primed until no additional air bubbles were observed. The cause of the air bubbles was not known. The customer's blood glucose level was not impacted. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause.